Event description:
Customer reported receiving two readings of 145 mg/dl and 320 mg/dl on their freestyle flash blood glucose monitoring system. Additionally, they also reported receiving comparative readings of 118 mg/dl and 257 mg/dl on a different adc blood glucose monitor. All readings obtained were within a ten minute timeframe of one another. Customer reported to have modified their medication based on one of these readings, and subsequently experienced a seizure. Paramedics were called, and a shot of glucose was administered in order to stabilize glucose levels. Customer was taken to a local hospital where they were diagnosed with hypoglycemia. Exact treatment administered, while at this hospital is not known.

Manufacturer narrative:
Customer returned meter and test strips with lot numbers 0627231 and 0627023. The complaint was not confirmed and no new issues were observed. All results were within range and no errors were observed during control solution testing. The freestyle flash blood glucose results, as reported by the customer, were not identified in the meter internal log.